Event description:
It was reported that during the da vinci prostatectomy procedure, the proximal clevis of the endowrist prograsp instrument broke into pieces which fell into the patient. The pieces were retrieved and the procedure was completed using a replacement instrument of the same type. It was also reported that the cannula was stuck on the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. If the instrument is received, failure analysis will be completed and a follow-up MDR will be submitted. Per the case notes, the broken instrument component was successfully retrieved from the patient.